Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a intraocular lens (iol) model zlb00 was explanted due to the patient being unhappy with the lens. No further information was provided.

Manufacturer narrative:
(B)(6). Sex/gender: female. If implanted, give date: (B)(6) 2015. The physician's name is dr. (B)(6) at phone number (B)(6). The zlb00 lens was implanted in the right eye of the female patient. Another lens from another manufacturer was used as a replacement lens. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. All pertinent information available to abbott medical optics has been submitted.